Manufacturer narrative:
The complaint device was tested functionally and no defects that adversely affect the function of the device have been identified. The reported issue cannot be confirmed. Historically, this type of failure has been identified with failure to follow instructions by not connecting the suction on the associated electrode to a proper outlet thus causing the hot liquid from the joint space to flow out resulting in burns/ blisters. Further, a review into the depuy mitek complaints system revealed one other complaints for this serial number, which was reported from the same facility. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
It has been reported by the pharmacist that during a shoulder arthroscopy used to repair the supraspinatus by two anchors, tenotomy of the long biceps and acromioplasty. During the procedure, the vap3 (depuy mitek) has been used and had some critical consequences on the patient. The procedure involved a (B)(6) patient that presented some blisters on the right forearm. Local care such as several dressings have been made and used for a period of eleven weeks in order to get rid of the lesions. The caller did not gave any info on whether the procedure was completed or not and was not reachable over the phone.